Event description:
It was reported that the coil was found detached inside the pouch. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken; when it broke, this likely led to the coil becoming detached.